Event description:
It was reported that the screen was not functioning, can't adjust settings. No back up was available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was broken. The returned device was tested using a known good compatible wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended.